Event description:
A (B)(6) male pt called zoll customer support to report that he couldn't get his monitor to activate. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (device won't activate) has been confirmed. Upon investigation the rear response button was missing from the monitor, which prevented the pt from activating the monitor past the splash screen. The root cause for the missing response button could not be positively identified but was likely physician abuse. No adverse event resulted from the missing response button. The pt received a replacement monitor.